Event description:
Upon additional information received it was determined that, the issue should not have been submitted as a medical device report (MDR).

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. To address the issue.